Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The ventilator was power cycled on and off 20 times without locking or freezing. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator would not pass start up testing. There was no patient involvement.